Manufacturer narrative:
Result: the px slim was kinked approximately 39.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that during a coil embolization procedure, the physician encountered resistance while inserting the px slim into another manufacturer's catheter. The px slim was removed, and a new px slim was used to successfully complete the procedure. Evaluation of the returned device revealed it was kinked. This type of damage typically occurs due to improper handling during use. If the px slim is manipulated forcefully or at an angle during insertion into another catheter, damage such as this may occur. The resistance felt by the physician may have been due to attempting to advance the kinked px slim into another catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a pulmonary arteriovenous malformation using a px slim delivery microcatheter. During the procedure, the physician met resistance while advancing a slim microcatheter into another manufacturer's catheter. The physician removed the slim microcatheter and replaced used a new slim microcatheter and another manufacturer's microcatheter. There was no report of an adverse effect on the patient.